Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via health authority that phacoemulsification tip snapped in half during cataract with intraocular lens implantation surgery. During the quadrant removal phase of the surgery, the surgeon stopped and asked the nurse to check phacoemulsification tip as it was not working correctly. On removing the instrument from the anterior chamber of the eye, the surgeon saw through the microscope that the metal phacoemulsification tip had snapped inside the pink sleeve. Once the nurse was in possession of the handpiece, they removed the pink sleeve that goes over the phacoemulsification tip and the actual tip remained within the sleeve and the screw-in base remained firmly in the handpiece. The surgery was successfully completed by replacing the broken phacoemulsification tip with a new one. There was no patient impact as the broken tip remained safely in the pink sleeve and was successfully retrieved without any damage to the eye.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the possible lot numbers. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The operator¿s manual includes warnings: ¿do not operate the phacoemulsification handpiece unless the phacoemulsification tip is immersed in balance salt solution (bss) sterile irrigating solution or distilled water or is in surgical use. Irreparable damage to the handpiece and tip can result if run dry. Ensure that test chamber is filled with balance salt solution (bss) sterile irrigating solution before tuning the phacoemulsification handpiece. Tuning a handpiece dry may result in premature tip failure and breakage. The operator¿s manual includes a warning: sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. Potential risk from reuse or reprocessing the following products labeled for single use include: phacoemulsification tips - reduced tip cutting performance, presence of tip burrs, fluid path obstruction, and foreign particle introduction into the eye.¿ the operator¿s manual includes images on proper preparation of the test chamber and placing the handpiece in the pouch for tuning. ¿the balance salt solution (bss) irrigating fluid must fill the test chamber completely, then slide the test chamber over the handpiece tip. Place the handpiece vertically in the pouch formed with the drape. Hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/aspiration lines to clips on top of tray. Ensure tubing is not kinked. The active sentry handpiece is treated the same way, except it must be placed in a stationary position with no movement.¿ clinical evaluation has been reviewed. No potential contributing factor has been identified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).